Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Dug tampon out with hands vagina [foreign body in reproductive tract]. Tampon broke while using dug tampon out with hands [complication of device removal]. Tampon broke while using cord broke [device breakage]. Consumer reported via phone that tampon broke during use. No serious injury reported.